Event description:
It was reported that: during transport of the pt the respirator stopped the ventilation (it turned off) without generating any alarm. No injury reported.

Manufacturer narrative:
The device was received for investigation. The investigation is ongoing. The investigation results will be reported in the follow up report.